Event description:
It was reported that when using the bd pyxis¿ medflex 1000, station was unable to power on, possibly due to a power supply issue or a problem with the touchscreen. The customer stated that they were unable to access/issue the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.